Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported guide break/ detachment was confirmed. The foot retraction issue was not confirmed due to the condition of the returned device. Entrapment of device/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the lever to close the foot was returned to the original position several times, but the foot of the proglide device would not close. The device could not be removed from the patient anatomy. The body of the device was taken apart to try to close the foot. The guide of the proglide device was broken during manipulation of the device to try to remove it from the patient anatomy. The actuator wire was intact and the guide parts were still connected. A cutdown was performed to remove the proglide device and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.